Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Full address of the facility is room 505, inter-korean building, 822, daejon-ro, dong-gu, daejeon (jeong-dong). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is yellowish foreign material inside the suction channel that came out on the brush, when the channel was brushed. This is attributed to insufficient cleaning. Other observations for the device: reduced angulation; gap of up/down knob is out of standards due to wearing of angle-wire; liquid leaks due to deformation of up/down and right/left knob; condition of light guide (lg) bundle is not good; lg lens is broken and has changed color; gap at the adhesive part of distal end rubber coating (a-rubber); crumple at the connecting tube; color of connecting tube is changed; and connecting tube is polluted. The user¿s complaint of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for evaluation and repair of insufficient angle when operating the control knob occurring during preparation for use with no patient involvement. The intended diagnostic procedure was completed with another similar device with no delay and no issues. Upon evaluation of the returned device, it was observed that there is yellowish foreign material inside the suction channel that came out on the brush, when the channel was brushed. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the suction channel as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The device was reprocessed prior to being sent in for repair. There is a possibility that the device with the presence of foreign material was used in a procedure. Reprocessing information for the device: pre-cleaning was performed for the device immediately after the earlier procedure. Pre-cleaning steps and detergent used is not provided. Manual cleaning was performed for the device within an hour after the procedure. The endoscope channels were brushed during manual cleaning with a single use brush. Model number of the brush is not provided. The single use brush was not re-used. Cleaning and disinfectant solutions were used with the endoscope are unknown. The device was appropriately rinsed before manual disinfection. All channels were flushed with and immersed in the disinfectant. The water quality was checked in the final rinse. There is no information known on the automatic endoscopy reprocessor (aer), including detergent and disinfectant used or if there were any issues with the aer. If and how the endoscope was dried and stored is not known.